Event description:
The account alleges that the device is experiencing unintentional movement. The head section will raise when the knee up or knee down buttons are pressed.

Manufacturer narrative:
The tech replaced the high voltage board, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.